Event description:
Child currently using medtronic 630g insulin pump. On (B)(6) mother of child replaced pump infusion set and filled reservoir with between 20-30 units humalog insulin. Mom is estimating 25 units. She gave a small bolus for carbohydrates, blood sugar was 108 mg/dl. Approx 30 minutes later the child came to his mother saying he felt bad. Mom checked his blood sugar which was low <60mg/dl and treated, blood sugar did not go up so she had to treat a few times, at that time she noticed that the reservoir of insulin was empty. Active insulin was 0.75 units. The pump status menu said that there was still 87.1 units left in reservoir. It took mom all evening and into the night to get blood sugars stabilized. Dose or amount: approx 25 units humalog, frequency: once, route: subcutaneous. Dates of use: (B)(6) 2016 to (B)(6) 2017. Diagnosis or reason for use: type 1 diabetes mellitus. "Is the product compounded: no; is the product over-the-counter: no; event abated after use stopped or dose reduced: yes."